Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The first year the scs ¿knocked [them] for a loop.¿ it was noted that they were shocked in (B)(6) 2013. Per the patient, the health care professional (hcp) told them it was because their nerves were healing at the time. It was reported that this happened intermittently for the first 8 months to a year but currently the patient did not notice it was happening.